Event description:
Mandatory user facility medwatch received from the customer which stated "patient to or for abdominal-perineal resection in 2002. Epidural catheter for pain mgmt was placed and pt transferred from pacu to acute care floor without incident. At 0700 epidural soln, found dry, pump failed to alarm. Catheter pulled & pump taken to bio-med for investigation". The customer was contacted for add'l info. It was reported that the device continued to infuse air without an alarm. There was no reported adverse pt effect. Although requested, no further info was available.